Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the ruby ball was loose inside the silicone housing. During further evaluation the valve was dismantled revealing that the valve casing is cracked and has a bump mark on it. This type of damage might suggest that the device was subjected to some form of impact. This however could not be confirmed. It was also noted that it is unclear if the impact caused the ruby ball to become dislodged. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that the patient had a valve implanted due to hydrocephalus. No abnormalities were found during that procedure. Recently the child felt headaches and vomited occasionally. He was sent to the hospital and the valve was found to be clogged. The surgeon removed the valve and found that the ruby ball had fallen off. The child is waiting for revision surgery.